Manufacturer narrative:
Continuation of medical devices: 6935m62 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was inactivated because ¿it was not functional¿. Follow-up with patient¿s physician for additional information was attempted and unsuccessful. No patient complications have been reported as a result of this event.